Event description:
Per the information provided to co by the physician's office, the device was removed due to a "failed reservoir". As reported to co, the reservoir and some assembly kit components(s) only were removed and replaced; leaving in place the pump/cylinder set from the initial implant.